Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event.

Event description:
Additional information was received regarding this event. It was confirmed with the customer's sales representative that the connectors on the oer-elite and the connecting tubes were broken. The oer-elite was not broken. The sales representative is currently looking at replacing the adapters with the newer model that mimics the former oer pro make.

Manufacturer narrative:
To date, the connectors have not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales representative, reported on behalf of the customer, the customer was having a hose connection failure on the endoscope reprocessor for the following connection tubes: maj-2110, maj-2111, maj-2112,maj-2330,maj2114,maj-2115, maj-2117 and maj-2118. The connectors keep coming off. The connecting tubes are reportedly being returned to olympus for evaluation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As the lot number hasn¿t been provided the device has not been returned, both a device history record found and device evaluation was not able to be performed. Based on the results of the investigation, it is likely that the following led to the malfunction: a) external stress was applied to the connecting tube. B) stress applied to the connecting tube such as hitting a hard object to the item and/or applied force toward the wrong direction by the user. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): abnormality is detectable by performing the following inspection. Preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.